Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing planned treatment and procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen went blank. Upon functional testing fse found fault with disk 2. As a resolution, the fse replaced image processing pc (ip-pc), 3 hdds in image processing pc (ip-pc) and downloaded software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screen went blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.